Event description:
The (B)(6) with double aortic arch admitted to picu after repair on (B)(6) 2014. PICC placement by PICC team on (B)(6) 2014. Cxr revealed a "5 cm curvilinear radiopaque structure over right ventricle" "possibly representing a retained guidewire from recent PICC placement". Confirmed foreign body on echo. Underwent cardiac cath on (B)(6) 2014 for removal of a "5cm section of the stylet wire."